Event description:
Reportedly, the telemetry programming head is not recognized by the subject programmer (the serial number of the programming head is not present in the configuration tab). The programmer was turned off and then on, and the programming head was unplugged and re-plugged. Another programming head was connected to the programmer, without any effect. The following message was reportedly displayed: ¿the initialization of the programming head has failed. Check that the programming head is properly connected and that the data in the configuration tab are correct.¿ the programmer was returned for analysis.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, the telemetry programming head is not recognized by the subject programmer (the serial number of the programming head is not present in the configuration tab). The programmer was turned off and then on, and the programming head was unplugged and re-plugged. Another programming head was connected to the programmer, without any effect. The following message was reportedly displayed: ¿the initialization of the programming head has failed. Check that the programming head is properly connected and that the data in the configuration tab are correct.¿ the programmer was returned for analysis.

Manufacturer narrative:
The root cause of the reported behavior was an intermittent interruption of the contact between the rs232 socket and the main board of the programmer.

Event description:
Reportedly, the telemetry programming head is not recognized by the subject programmer (the serial number of the programming head is not present in the configuration tab). The programmer was turned off and then on, and the programming head was unplugged and re-plugged. Another programming head was connected to the programmer, without any effect. The following message was reportedly displayed: "the initialization of the programming head has failed. Check that the programming head is properly connected and that the data in the configuration tab are correct." The programmer was returned for analysis.